Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the reported gastrointestinal (gi) bleed could not conclusively be established through this evaluation. Additionally, an analysis of the submitted log files confirmed low speed and pump stop events. Although a specific cause for this event could not conclusively be determined, based on past experience with the heartmate ii left ventricular assist system (lvas) and similar reported events, this finding appeared consistent with a potential driveline issue. The submitted log files contained data from (B)(6) 2021 through (B)(6) 2021. The pump speed remained above the low speed limit until (B)(6) 2021, when the pump struggled to maintain the set speed. Low speed and pump stop events were observed until the driveline was disconnected. The pump was reconnected to a different system controller and continued to experience low speed and pump stop events. Low speed and low flow hazard alarms were captured as the pump struggled. The low speed and pump stop events were observed while the patient was supported by both the power module and external battery power. The patient remains ongoing on heartmate ii lvas, serial number (B)(6). No further related events have been reported at this time. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), rev. C. Is currently available. Section 1 of this IFU lists bleeding as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. Pump speed, power, flow, and pulsatility index (pi) are also addressed in section 1 of this IFU. The section entitled "alarms and troubleshooting" outlines all system controller alarms and how to respond to each alarm condition. This IFU also outlines the indications of driveline damage, as well as how to respond to such events. Lastly, section 6 also outlines the suggested anticoagulation regimen and international normalized ratio (inr) range that should be maintained for patients using the heartmate ii lvas as well as the suggested anticoagulation modifications in the event there is a risk of bleeding. The heartmate ii lvas patient handbook, rev. C. Is also currently available. The ¿alarms and troubleshooting¿ section contains information regarding system controller alarms and the proper actions associated with them. This handbook also contains a section on ¿caring for the driveline¿ ¿ however, all heartmate ii left ventricular assist device (lvad) percutaneous leads have the potential for wire/shield breakdown to occur dependent upon length of use movement/flexing over time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 14oct2015. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted on (B)(6) 2021 for gastrointestinal (gi) bleeding. A colonoscopy was done to confirm gi(gastrointestinal) bleeding. The gi bleeding had continued with multiple blood transfusions over the previous few days. The pump had multiple stoppages since the patient's admission. All of the pump stops were short duration with a restart and normal function after. The device was operating as expected at time of reported event. The plan of care for the patient was to hold anticoagulation, octreotide, fish oils and protonix had been started, and transfusion as needed for anemia. Continued goals of care were to be discussed with patient and family.